Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). Diagnostic testing was conducted by the remote service engineer (rse) and the customer biomedical engineer. The device was evaluated, where the biomedical engineer confirmed the device was freezing and not able to boot up. The mainboard was defective and needed to be replaced. A new mainboard was ordered. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the system is freezing. The device was in clinical use at time of event, there was no adverse event reported.